Event description:
A 3.0 mm diameter x 24 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a circumflex lesion. Vessel morphology was reported as a severely tortuous and heavily calcified lesion. The lesion was not pre-dilated, however, the artery was pre-dilated. The endeavor sprint drug-eluting stent delivery system was inserted in the attempt to reach the lesion; however, was unable to cross the lesion site. The device was pulled back; however, when removing the delivery system the stent dislodged from the balloon. The un-deployed stent was located in the left main. The physician attempted to retrieve the un-deployed stent with a balloon, this was unsuccessful. The un-deployed stent was crushed into the vessel wall with another MFR's drug-eluting stent. The lesion site was left untreated. The physician felt that it was not the stent's performance, it was the lesion site. The pt is fine.

Manufacturer narrative:
Pt code: secondary intervention.